Manufacturer narrative:
The insulin pump had intermittent button response and alarmed for a button error due to corroded keypad traces. No moisture damage was noted to the display board, the mother board, the interface circuit board, the motor, vibrator or battery tube assembly. No unlocked keypad connector was noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer's mother stated that she is not able to clear the alarm that is currently going off. The customer's mother stated that the escape button is not working. The mother stated that the pump may have been exposed to moisture damage because the customer wet the bed during the night. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.